Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first installed successfully on the (B)(6) 2011 and the device performed to specification up to (B)(6) 2014. Each of the power ons recorded after this date recorded nonsensical date and time data. A test pad-pak was inserted, the device was power cycled and shut down with a device service required prompt after each power on. The device was tested on calibrated equipment. The device delivered a test shock without fault and an acceptable measurement was recorded. An attempt was made to synchronise the device date and time with the pc time and date, this was unsuccessful and the date and time remained corrupt. The device was disassembled for investigation. Upon visual inspection no abnormalities were found. The real time clock circuitry was scrutinised and a component of the circuitry was found to be faulty. The component was replaced for testing and all faults were rectified subsequent to the component being replaced.

Event description:
There was no patient involved in this event. This device was returned to heartsine technologies with no fault reported.